Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged unexpected battery power loss on 09/10/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device passed the displacement test, active current measurement test and self test. Device failed the sleep current measurement test due to moisture damaged on pcba1 and battery tube assembly. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Battery removed (84)-09/10/2021 09:12:16.000, change battery fault (73)-09/09/2021 12:28:00.000, pump error (25)-09/10/2021 00:55:14.000 and batt out limit(6)-09/10/2021 09:12:45.000 were found in history file. Device was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. The following were noted during visual inspection: missing display window cover, missing keypad overlay, faded serial number label, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged unexpected battery power loss confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The insulin pump did not receive a low battery alert prior to the replace battery alarm. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.